Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during a procedure the laser energy was too low. The case was completed by increasing the laser power to achieve the desired effect. There was no patient harm.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event(s). However, a laser kit assembly was replaced. The system was then tested and found to meet product specifications. The laser was manufactured on october 29, 2015. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The root cause(s) of the reported event(s) could not be determined conclusively. (B)(4).